Event description:
It was reported that ventricular oversensing due to noise was observed via a merlin.net transmission. An increase in both high voltage lead impedance and pacing lead impedance was also noted. The lead was explanted and replaced. During the extraction procedure lead abrasion was visible. The patient was fine after the event.

Manufacturer narrative:
External insulation abrasion was noted at 11.0-11.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.